Event description:
This patient is a young active person who presented with painful right total shoulder arthroplasty. He originally had had a hemiarthroplasty and then this was revised to a total shoulder arthroplasty several years ago. Did well initially but then developed pain and now is unable to function with that shoulder in its current condition. He wished to have this repaired or revised. Pre-op evaluation showed no evidence of infection but possible glenoid loosening. Initial evaluation did not suggest a humeral-sided loosening. It was progressively elevated off the lateral aspect of the shoulder until the subacromial space was exposed and opened. We were then able to retract the deltoid. The conjoined tendon similarly was quite scarred down to the subscapularis and the deltoid. This was identified at the coracoid process and followed distally, exposing that. We then found the subscap tendon to be quite thin but there certainly was tissue intact. We released this, leaving a small stump on the humerus, extended that down inferiorly. There was a tremendous amount of scar at the inferior base of the humeral neck. The subscap was mobilized and progressively released. This allowed access to the joint. The humeral head could not be completely dislocated because of the tight tissues *** a somewhat medialization of the shoulder and the overhanging coracoid process. We were, however, able to release the humeral head portion of the component. In doing this, we also noted that the humeral stem itself was loose. This was somewhat surprising but we elected at that point to proceed with revision on the humeral component.what was the original intended procedure?right shoulder revision total shoulder arthroplasty.